Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed error code 1610. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the main board. As a result, the software was reinstalled as preventive. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited an unknown error. The device evaluation revealed error code 1610. There was unknown patient involvement, no patient injury was reported.